Event description:
It was reported that the patient had the adaptive stimulation feature programmed on his device. It was noted that for the week prior to the report, "if the patient moved his shoulder even slightly, the stimulation goes down and then if he moves a fraction of an inch, it goes back up". It was noted that this occurred when the adaptive stimulation was on or off. It was noted that the patient's "dogs have kicked him there". It was further noted that the patient felt "like in his leads may have come loose in back" in his "spine area". The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3777-45 lot#, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37754, serial#: (B)(4), product type: recharger; product ID: 37744, serial#: (B)(4), product type: programmer, patient. (B)(4).